Event description:
The healthcare care provider later reports that diagnostics were performed with the manufacturer programmer in relation to the loss of therapy, shocking sensation and not feeling stimulation. The healthcare provider will schedule return to operating room to repair damage from the fall if the reprogramming does not help.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kqw6, serial# implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient (B)(4).

Event description:
It was reported patient had a shocking sensation a week and half ago before reported event date. The stimulation sensation that the patient was feeling were pain, uncomfortable stimulation and shocking. The patient used the pp (patient programmer) a week and half ago and had a big shocking sensation. The sensation had been lingering. Ins (stimulator) was currently off. It was confirmed with the pp that therapy was on. After checking ins, patient reports therapy was on at 6.5 volts. No trauma/falls reported that could be related to this issue. The issue was related to positional movements. It was worse when sitting up or putting pressure on it. Decreasing amplitude eliminates the uncomfortable stimulation. Patient decreased stimulation to a comfortable level. Troubleshooting resolved reported issue. Symptoms reported was loss of therapy and the patient was going to the bathroom more frequently two weeks before reported event date. It was unknown if this was a sudden or gradual change in therapy/symptoms. The patient mentioned she was in and out of the hospital a lot and was in hospital around the time of loss of therapy. The indication for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was later reported that the patient called to change her program but she needs new batteries in her programmer. The patient was instructed to get new (B)(6) alkaline batteries and call back for instructions. Additional information received from patient reports the patient changed from program 3 at 8.5 to program 4 at 2.2 and was feeling stimulation. The patient reported a loss of therapy. Patient was not feeling stimulation on program 3 at 8.5 and the therapy was on. This situation was not resolved. A fall was reported that could be related to this issue. She had a fall 4 months ago which was in (B)(6) 2015. Additional information received three weeks after reported event date by the representative reports the patient had a return of symptoms. The patient recalls several falls in the past which may led to the event. The representative ran an impedance check with showed several configuration out of range (0<(>&<)>1), (0<(>&<)>2), (1 <(>&<)>2) <(>&<)> (1<(>&<)>3). The representative moved her to a configuration which was within range and the patient reported good mid-line sensory response. The representative updated healthcare providers and scheduled the patient for another appointment to discuss possibly revising the lead. The issue was not resolved at the time of this report. The patient was alive with no injury. It was unknown at the time if surgical intervention was planned. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.